Event description:
The customer reported the system continued to shut down. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage was adjusted on ps1. The system was then found to be working as intended.